Event description:
The following information was reported to gore: on (B)(6) 2025 a patient underwent endovascular treatment of an abdominal aneurysm and gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was used as a chimney. During the treatment, the vsx device was delivered to a renal artery with a 6 fr shuttle sheath, possibly an ansel sheath but uncertain. Attempt was made to deploy the vsx device as a half deployment that is a way to deployment with half of the stent graft was covered by the sheath, however strong resistance was felt. The physician decided not to use the vsx device and removed the vsx device with the sheath. The line around the stent graft of the removed vsx device had come undone and was tangled. The sheath was switched to a 6 fr destination sheath. A new vsx device of the same size was implanted with no issues. The patient tolerated the procedure. The physician stated that the shuttle 6 fr sheath may not have been good for the vsx device.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code d12: according to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: deployment failure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.